Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a pelvic floor repair procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached from the suture. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
An examination of the returned uphold lite with capio slim revealed that the suture on the blue with white stripe dilator was broken. The remainder of the suture with dart was not returned. Analysis revealed that the suture on the blue dilator was broken. The remainder of the suture with dart was not returned. Analysis also revealed no damage to the capio slim suture capturing device; the device functioned as intended. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. However, the investigation concluded that the most probable cause for this event is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. The investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached from the suture. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair procedure performed on an unknown date. According to the complainant, during the procedure, the dart detached from the suture. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The investigation concluded that the most probable cause for this event is supplier manufacturing process design, and not manufacturing process design as previously reported, because the design or validation of a suppliers manufacturing process was not sufficient to ensure the finished device met the intent of the design.